Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during intercranial avm embolization procedure, the balloon was used with a liquid embolic, and it ruptured in the vessel. Another device was used to finish the case. There was no patient injury reported. This event had no influence to the patient's outcome.

Manufacturer narrative:
The investigation of the returned balloon catheter found the balloon ruptured, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation.